Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Broken/damaged- (B)(4). Issue: plunger head does not move up/down freely. Pur req: (B)(4). Replaced rear case bottom well cracked,tube drive bent, carriage block damaged, barrel clamp cracked handle, flange gripper discolored, flange gripper wiper seal cracked. Calibrated.